Manufacturer narrative:
In addition to the foreign material and the wrinkles on the connecting tube, service found the insertion tube coating was buckling and peeling, there was an air leak due to deformation of the scope connector, the bending cover adhesive rubber was damaged due to wear, the angulation knobs were out of specification due to wear of the angle wire, and the forceps lever up/down knob would not lock. The light guide (lg) inspection found decreased light output due to damage of the lg bundle. Several of the device components demonstrated discoloration, scratches, and dents, due to wear and physical and chemical stresses. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility sent the colonovideoscope to an olympus service center for evaluation with a report that the connecting tube had ¿wrinkles¿. There was no report of patient or user harm due to the issue. Inspection and testing confirmed the reported issue. In addition, foreign material was observed in the nozzle. This report is being submitted for the reportable malfunction found during evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 06-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the air/water nozzle was clogged with foreign objects such as body fluid, or chemical agents because reprocessing was inappropriate after the previous procedure. A definitive root cause cannot be identified. User is able to detect the suggested event appropriately by device handling in accordance with the following instructions for use (IFU). "Operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". User may be able to reduce/prevent occurrence of the suggested event by device handling in accordance with the following IFU. "Reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Additional information has been received by the reporter: minor wrinkles were observed when the device was inspected prior to use during a routine check inspection phase of the reprocessing cycle. Therefore the event was found at reprocessing. There was no patient or user impact reported by the customer.